Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient saw power on reset (por) when she used her patient programmer (pp) yesterday. The patient stated that she tried connecting and first got the poor communication screen but then she pressed on the blue button and the pp showed por. The patient also mentioned that when she used her pp yesterday she realized it needed new batteries but the batteries should not have been dead because she replaced them a couple of months ago. It was reported that the pp showed the poor communication screen and then the por. The patient noted that she had an x-ray last week, maybe 1.5 weeks ago. The patient mentioned that she might consider taking the device out because she had a lot of injuries and needed mris. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated. ***refer to (B)(4) regarding information about the patient still wetting her pants.***

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was still seeing a warning por message. It was noted that they had tried to contact their healthcare provider, but had not gotten a response. An attempt was made to have a manufacturer representative contact the healthcare provider. No further patient complications were reported.